Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (B)(6) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the device was not returned for analysis. Factors that may contribute to stent break/fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torqueing or kinking of stent (material stress/fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. Based in the limited information provided, the investigation was unable to determine a conclusive caused for the reported break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a xience v stent may have fractured. No additional information can or will be provided.